Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed due to a broken charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subjected device had a green light and electronics error. The issue was identified during set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.